Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information collected, the system was used for a planned diagnostic procedure, which was successfully completed after the system restart. During the onsite visit, the philips field service engineer (fse) could not verify the monitor display issue. However, troubleshooting revealed a poor connection at the live video splitter with the image stream dvi-to-fiber plug, and the monitor's single-link dvi was found to be defective. Though the supplier's part analysis could not conclusively determine the cause of the monitor's failure to display the live image, the fse replaced the single-link dvi, along with the live and reference monitors. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.